Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 1. The hp stated she accidentally became disconnected during therapy which caused the alarm. The technical service representative (tsr) advised the hp to start over with new supplies or use manual supplies to drain. The hp confirmed to call back with any problems. The hp confirmed she cleared the alarm by cycling power and would contact the peritoneal dialysis nurse in the morning. There was no patient injury or medical intervention reported. The tsr reviewed proper procedures per the user manual with the hp. No further information is available at this time.

Event description:
It was reported that a revision surgery was performed due to a screw backing out of a humeral nail.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 1 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the use error in this complaint. The root cause investigation is in progress through (B)(4).